Manufacturer narrative:
Additional information: d10. The reported field event of longevity anomaly could not be confirmed in the lab. Interrogation of the device revealed it was at eri when received. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Event description:
It was reported that when the patient presented during a remote transmission, the battery longevity estimate dropped significantly. There was no allegation of premature battery depletion from the field. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, the battery longevity estimate dropped significantly. The device was explanted and replaced. The patient was stable after the procedure.